Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper and lower shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine 20.000,0 mcg/ml at 12.005 mcg/day and clonidine 1.000,0 mcg/ml at 600,3 mcg/day via an implantable pump. The indication for use was not reported. It was reported that a motor stall (and recovery) occurred. The patient experienced withdrawal symptoms. Logs dating back to (B)(6) 2018 11:27 confirmed: motor stall recovery occurred on (B)(6) 2018 at 17:58 motor stall occurred on (B)(6) 2018 at 10:11 tube set occurred on (B)(6) 2018 at 10:11 motor stall recovery occurred on (B)(6) 2018 at 06:38 actions/interventions included the pump being reprogrammed. Diagnostics/troubleshooting included the pump being restarted after reprogramming. The issue was resolved. The patient's status was alive - no injury. It was unknown if any environmental, external or patient factors might have led or contributed to the event. Surgical intervention did not occur. However, it was unknown if surgical intervention was planned. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable. The implant date was unknown. The patient's status was alive - no injury. No further complications were reported.

Event description:
Additional information was received from a foreign hcp via a manufacturer representative on (B)(6) 2018. It was reported the pump was replaced on (B)(6) 2018 and would be returned for analysis. The date of the first motor stall that occurred with this pump was not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The logs dated back to 2018-oct-28 11:27 [not 2081-oct-28 11:27].